Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 it was noted that wires on a circuit had burned. It was reported that the device was still functioning and was not alarming despite the reported incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Hot spot" on circuit.